Manufacturer narrative:
Additional information: section d: d3: manufacturer address and phone number updated from initial submission. Section g: g1: contacting office-manufacturing site address and phone number updated from initial submission. Section h: h1: code 2377 added as it was omitted from the initial submission. Correction: section b. B1: adverse event and product problem selected. The patient experienced bone loss which should meet the guidelines of a serious injury. Section h: h1: serious injury selected as the complaint meets the guidelines of a serious injury. Device history record (DHR) reviewed results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: the complaint cannot be replicated, and there were no nonconformities identified. Returned sample(s) / device results: the returned part was confirmed to be a hahn tapered implant ø4.3 x 16 mm by using the radiographic template. No defects or abnormalities were observed. Investigation results: the complained part was evaluated visually and in comparison with the DHR. No evidence indicates that the failed implant was defective as packaged. Root cause: although the root cause for the failed implant complaint is inconclusive and specific to each case, probable causes could b4e the loss of primary stability at the osteotomy site due to insufficient bone or poor quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. However, established biocompatibility studies have shown that implant materials or manufacturing techniques are not cause for implant failure or infection.

Manufacturer narrative:
The dentist reported a patient had implant failure to osseointegrate at 3 months post-operation, and there was a ridge width problem. No weight of patient was given. The patient had a history of trauma, and had a socket graft prior to placing the implant. Also, the patient had bone type iii and no pre-existing conditions, but experienced general bone loss. There was no serious injury or harm to the patient. The returned product and DHR were reviewed. No defect and non-conformity were observed with the product. The DHR showed no discrepancies or related issues. Osseointegration has been shown to depend on the type and volume of bone available at the site of implantation. Failure to osseointegration is an inherent risk in implant surgery and occurs 2-8% of all implant cases according to published literature. Although the root cause for the failed implant complaint is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. However, established biocompatibility studies have shown that implant materials or manufacturing techniques are not cause for implant failure or infection.

Event description:
It was reported implant failure to osseointegrate at 3 months post-operation, and there was a ridge width problem. The patient had a history of trauma, and had to socket graft prior to placing the implant. The patient had bone type iii, and no pre-existing conditions but experienced general bone loss.